Event description:
Caller reported that they did not see insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently earlier in the day by changing the infusion set and cartridge. The customer successfully resumed insulin use and requested a replacement cartridge.